Event description:
A healthcare professional reported that before a vitreo retinal procedure the ophthalmic gas was not released from the tank. The procedure was completed using another product. There was no patient contact or impact.

Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00031. All future reports will be submitted under mfg report num reflected in this report. The regulator was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for regulators with low or no flow showed some complaints. With no additional, related information provided, the customer reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).